Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the while the customer was on vacation swimming they kept getting a sensor glucose not available alert. The customer also stated that after swimming they could not get the insulin pump to connect. Blood glucose value was 45 mg/dl at the time of the incident. No troubleshooting was performed because the customer declined for the low blood glucose reading. The sensor will not be returned for analysis.